Manufacturer narrative:
Submit date: 01/23/2014. An investigation is currently underway, upon completion,the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a safety syringe. The customer reports insulin was drawn up and administered as usual. The safety was pushed up and twisted to the right to lock in place. The needle was transferred to the non-dominant had to carry it out of the room and the nurse was stuck with the used needle. The customer reports the safety had malfunctioned. When holding the needle upright, the safety was pushed up and twisted again and the safety slid back down and would not lock into position. The needle was discarded into a sharp container and needle stick protocol was followed.